Manufacturer narrative:
Occupation is lay user/patient this event occurred in tur. The test strips were requested for investigation. The customer returned the strips for investigation. The returned test strips were measured with a retention meter using a high level control. Testing results (qc range: 2.7 - 3.3 inr): (B)(6). The obtained qc results were in the allowed range. No error messages occurred during investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 2:05 pm, the result from the laboratory was (B)(6) inr. At 2:07 pm, the result from the meter was (B)(6) inr. The customer's therapeutic range is 3.0-3.5 inr.